Manufacturer narrative:
A follow-up was performed with the customer, and it was reported that the top assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the stand used for the v60 ventilator is broken. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the stand for the v60 ventilator is broken. The customer reported that the side rail was broken. The customer was provided with the part number for a replacement top platform assembly.